Event description:
It was reported that the fenestrated bipolar forceps instrument had a broken tip. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 4.36 mm from the distal tip. There may be missing pieces, but the size of the pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instrument.